Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) evaluated the iabp and could not reproduce the alleged malfunction. However, a review of the fault logs did show the alarm "leak in iab circuit" was generated on (B)(6) 2018. The stm performed a full calibration of the iabp and released it back to the customer for clinical use.

Event description:
It was reported that the cs300 intra-aortic balloon pump generated a leak in iab circuit alarm. No patient involvement or adverse event was reported.